Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable pulse generator (ipg) system was explanted for an unknown reason. The right ventricular (rv) and right atrial (ra) leads tested out of specification. No patient complications have been reported as a result of this event.